Event description:
It was reported that the pt passed away. The pt was reportedly in hospice care when she passed. Additional info received from the pt's neurologist indicates that the pt has a medical history of (B)(6) and end stage renal failure; however, he was unaware of the cause of death. The cause of death and date of death are currently unk. A sudep eval was performed and indicates that this death is unlikely related to sudep. Attempts for additional info have been unsuccessful to date.